Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush suddenly exploded - oral-b [device expulsion] crack in the toothbrush - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b io4 toothbrush suddenly exploded and that there was a crack in the toothbrush. No injury was reported. 06-oct-2024 follow up via e-mail and picture: the suspect product was oral-b rechargeable toothbrush handle (B)(6). The suspect product lot was ao24851455. No injury was reported.